Event description:
It was reported that the entire penile prosthesis was removed due to pt dissatisfaction with inadequate girth, erection and device in flaccid state. No pt complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.